Event description:
The physician was treating a very tortuous, calcified and tight lesion in the cx proximal. The physician tried to bring the stent down and after numerous predilation and many times of trying to bring the stent down, the stent dislodged from the balloon. The physician felt that the problem was because he pushed the stent to the limit. As the lesion was tight, the physician had to push the device a little bit more than usual. The un-deployed stent was removed from the pt and no pt injury was reported for this event.